Event description:
(B)(4). It was reported via medwatch report that as a result of having the product implanted, the pt has trouble walking, bleeding, dyspareunia, cramping, worsening pain in her hips, trouble standing or sitting for long periods of time and may undergo additional surgery.

Manufacturer narrative:
The reported event could not be confirmed. No sample was returned for eval. Based on the investigation findings, current mfg controls are considered adequate as to detect and segregate any non-conforming unit. Event described could not be confirmed as a mfg related issue. The instructions for use states in the adverse events: "potential complications associated with the proper implantation of the pelvilace to system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction and voiding difficulties associated with overcorrection / too much tension placed on the implant. Perforation or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion at the implant site." (B)(4).